Manufacturer narrative:
Insulin pump received motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms noted.

Event description:
The customer reported via phone call that the insulin pump had received two motor error alarms. Customer¿s blood glucose was unknown. Customer was not in hospital for diabetes. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that drive support cap was normal. Troubleshooting was performed. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.